Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture. Occurred. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use after pre-dilation. However, the balloon ruptured. The procedure was completed without replacing the device. There were no patient complications reported.